Event description:
It was reported that an intraocular lens (iol) model ar40e was implanted. Visual acuity was 0.7 (20/28.5) on the postoperative examination one day after the procedure. It was stated that the patient's visual acuity was 0.4 (20/50) the next day. The doctor found a stress or scratch mark on the optic through the slit lamp on that day. It was stated that the ar40e lens was explanted one week later whereby a 6mm incision was made and replaced with another model ar40e intraocular lens. It was reported that the current visual acuity is 0.3(20/65.5). Before cataract surgery the visual acuity was 0.6(20/3.5). The doctor reported that a descemet's fold was made when explanting the iol and stated that visual acuity is not good. No further information was provided.

Manufacturer narrative:
Implant date: (B)(6) 2015. The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. At the diopter inspection operation process the lenses are measured 100% for diopter power, resolution, and astigmatism. The inspection data for the diopter power process at the monofocal bench was reviewed and was found within specification. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Initial reporter phone #(B)(6). (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The lens was inspected under a microscope. Visual inspection of the return sample showed that the lens was received cut from the lens edge across the optic. The lens condition is consistent of a lens that was explanted from the patient¿s eye. There were no cosmetic defects related to manufacturing were observed on the sample; however, loose particles and evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) was detected indicating the device was handled and prepared for surgical use. Due to the condition of the lens, no further analysis was possible. All pertinent information available to abbott medical optics has been submitted.